Event description:
There was a volume discrepancy issue; the estimated residual volume was 8.4 ml and the actual residual volume was 5 ml. There were no patient symptoms reported. Additional information is being requested. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).